Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent was not on the balloon. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There were two kinks in the inner member, 6.7 cm and 7.9 cm distal to the guide wire exit notch. The other company's guiding catheter used in the case was returned. No other damage was noted. A new catheter was advanced through the returned guiding catheter to see if the dislodged stent would come out. The stent did not push out. The returned guiding catheter was cut open with scissors to check if the dislodged stent was inside. There was no stent in the guiding catheter. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the rx zeta would not cross and that the stent came off in the guiding catheter during retrieval. Quality assurance analysis results confirmed that the stent was not on the balloon when received. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The dislodged stent was not found in the used guiding catheter as reported. Two kinks noted in the catheter were most likely caused by the attempts to cross the lesion. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology and patient disease state. In this case, the inability to cross appears to be related to the mildly tortuous anatomy and calcified lesion. There does not appear to be a product quality problem, but a conclusive root cause could not be determined. Product performance engineering will trend and monitor the experience circumstances. A review of the finished device lot history record did not reveal any non-conformities. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. The profile dimension on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott. In addition, all stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that an attempt was made to cross the device through the lesion; however, it was unsuccessful. Upon removal of the device, the stent dislodged in the guiding catheter and was removed still in the guiding catheter. No additional event or patient information is available.